Event description:
It was initially reported that the pt has recently been experiencing pain at the generator site and that it has began to migrate in her chest area. The pain is said to be so severe that she may have to use a fentanyl patch for relief. The migration is causing use of the magnet more difficult because it is moving. The pt is not having any other adverse issues. The pt may be referred for surgery to correct the issue. Good faith attempts to obtain additional info have been unsuccessful to date.